Event description:
Pt. Developed cardiac tamponade and perforation of r ventricle during attempted insertion of hickman catheter in the left jugular vein. Pt underwent thoracotomy for pericaridal drainage, chest tube insertion, and repair of r ventricular perforation. Pt discharged 10 days later in stable condition.